Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass (the user) felt the oxygenator failed to provide adequate gas transfer performance. The po2 was approximately 250 mmhg, and the venous saturations and mixed venous values were good throughout the case. No known impact or consequence to patient. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).